Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Event description:
On (B)(6) 2012, lay user/patient's daughter contacted lifescan (lfs) that the patient was not able to perform a blood glucose test with her onetouch ultra meter because it was reverting to the set up mode. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The reporter claimed the alleged issue began approximately 1 hour prior to contacting lfs for assistance. The patient reportedly manages her diabetes with an unknown type and dose of oral medications and denied taking any action regarding her usual diabetes management routine in response to the alleged issue. The reporter claimed the patient developed symptoms of "severe headache, chills and was tired" at an unspecified time. It was not known if the symptoms occurred before or after attempting to use the subject device. The patient was reportedly treated with unknown type of food/drink by a non-hcp and was reportedly taken to the emergency room (ER) for further medical attention at an unspecified time. It is not known what form of treatment or blood glucose testing, if any, was administered at the hospital. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The issue was resolved through troubleshooting. Replacement products were sent to the patient. The reporter did not know if the alleged issue occurred immediately after removal/replacement of the meter's battery. Although it is not known if the patient's symptoms occurred before or after the alleged issue began, this complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.